Event description:
It was reported that during a sleeve gastrectomy procedure, during first firing of sleeve gastrectomy, on the second or third crunch (stroke), there appears to have issues. A photo was provided by the hospital showing the staples at right angles instead of horizontal. Surgeon over sewed the area to complete the procedure. There was a delay of ten minutes. There were no adverse consequences for the patient reported. One device and one reload were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: was buttressing material utilized? If so, which product? No were there any other issues with the staple line besides the malformed staples? None reported. If yes, please describe. Was the cut line complete? Yes as per photos. Was a leak test performed and if so, what was the result? Yes, post suture repair and no leak reported . Was there any patient consequence or change in the post-operative care of the patient as a result of the event? None reported. The following information was requested, but unavailable: per the additional information: it stated that there were photos. Are those photos available to be sent to productcomplaint1@its.jnj.com?

Manufacturer narrative:
(B)(4). Additional information: photographic conclusion: based on the lack of clarity in the photo there is insufficient evidence to determine a cause or confirm the event description.